Manufacturer narrative:
A ge service representative performed an on site investigation. An sbc upgrade was performed. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system was displaying errors and locking up. There is no report of patient injury associated with this event.